Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 21820394, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.